Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint. Note: it was noted in the complaint file that the product was past its expiration date at the time of use.

Event description:
After receiving an injection of cosmoplast in the naso-jugal folds (under eyes) bilaterally, the pt developed erythema, induration and swelling of both lower eyelids. The pt was treated with oral prednisone 25mg and topical hydrocortisone.